Event description:
The following was reported to hamilton medical ag: leak test & flow sensor test are failed. Release valve defective alarm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was identified to be a defective ambient valve. After replacing the part as correction, the unit was working as required. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: the device had an issue with low volumes and low pressure provide to the patient during ventilation. During the following service several calibration and tests have failed, which can be put in relation to the user alarms during ventilation. After performing the tightness test the device shows the message "release valve defect". The device failed during service. Neither harm to the patient nor a treatment delay was reported. The ambient valve was replaced as correction. The alarm disappears when the tightness test is completed successfully. Root cause: defective ambient valve no patient harm so far reported in the last 2 years.

Event description:
The following was reported to hamilton medical ag: leak test & flow sensor test are failed. Release valve defective alarm.